Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's ipg was nearing end of life. Patient underwent surgical replacement on (B)(6) 2023 where in the patients ipg was replaced and therapy was restored.

Manufacturer narrative:
Patient received notification to controller - ipg reaching end of life. The ipg was explanted and replaced. Therapy restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.